Manufacturer narrative:
The customer returned a vial of strip lot 233433, exp.7/16 with 1 used strip in the vial. That strip was not used for any evaluation. The customer also returned a coaguchek xs meter (serial number (B)(4)). That meter and a reference meter was tested with the current master lot. All inr values were within the specified maximum difference between measurements. No error messages occurred.

Event description:
The customer stated he is getting erratic results on his coaguchek xs (serial number (B)(4)). He reported that on (B)(6) 2015 he tested 6.5 inr on his meter and when he repeated the test on a new finger he obtained a result of 1.1 inr. Both results were outside of his therapeutic range of 2.5-3.5 inr. His current condition is fine. He did not call his doctor with the results but instead held his coumadin for one night on his own. He has no known hematocrit issues. He is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The return of the suspect device was requested but there are no strips left to return so he was requested to return the empty vial. Replacement product was sent to the customer. Retention testing was done with strip lot 23343321. No error messages occurred and the retention samples were acceptable.